Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, the afternoon after the implant. An x-ray image confirmed that this rv lead had perforated through the heart wall. The rv lead remains implanted. No adverse patient effects were reported.